Event description:
It was reported there was oversensing and an upward impedance trend. An x-ray showed what was thought to be a lack of lead slack. The patient's mother later reported the lead was replaced because it was defective. Additional information was subsequently received reporting noise, elevated/high pacing impedance and elevated pacing threshold. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.